Event description:
Reportedly, when the device with attached defibrillator was connected to the pt through quik-combo pacing/defibrillation/ECG electrodes, a display of ECG leads off was observed. The pt could not be monitored with the device as a result.